Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had high blood glucose (bg) levels and after using another pump, the customer's bg level was under control. No additional information was provided. The customer was to use the other pump to manage diabetes.